Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. Here we found a visible damaged glass ball coating and detached coating. The products will be sent to the manufacturer for further analysis. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the manufacturer of the product. Review of the complaint history revealed that one similar complaint has been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Due to the circumstance that the product will be sent to the manufacturer for an analysis is this a preliminary report. The report will be updated when we received a statement from the manufacturer. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically with the digital-camera. We made a visual inspection of the products. Here we found a visible damaged glass ball coating. It is hard to see anything in the archived photo. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn specifically, it is assumed that the disinfection when removing from a sterile environment (use in the operating room) could additionally damage the surfaces and lead to extensive surface damage. Based upon the investigations results product safety case was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fs618su orthopilot cap single-use markers. Upon opening the product during surgery, it was noted that the navigation system is discolored and malfunctioned. There was no described patient harm. A back-up device was used and the procedure was successfully completed. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).